Event description:
It was reported that towards the end of an idiopathic vt ablation procedure the patient's blood pressure dropped. Echo confirmed that tamponade occurred. Pericardiocentesis was performed and approximately 200 cc of fluid was removed. The patient was stable and under observation at the time the complaint was reported. The physician's opinion regarding the causality of the tamponade was the high power. The setting was power at 35-50 w, and irrigation flow at 15 ml/min. No difficulty in catheter manipulation nor signal abnormality was observed prior to the adverse event.

Manufacturer narrative:
The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4); cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4); 3. Stockert rf generator: model #:m-5463-01, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).